Manufacturer narrative:
Being investigated. (B) (4) should such information become available, it will be included in a follow-up report. (B) (4)

Event description:
Narrate of the description: ((B) (6) july 30, 2009). (B) (6) reported that the physician claimed that during a fem-pop btk bypass procedure, as the procedure was being completed, the leg was brought from a bent position to a normal position and that gentle and logical traction was exerted on the anastomosis at this time. He noted that atraumatic forceps were used on the graft as the leg was bent into position at the distal anastomotic level to assist the graft in taking its final position. The exertion on the graft allegedly caused a double tear on the graft. One was a 5mm long longitudinal tear and the other was a circular tear on half of the graft just over the anastomosis. The graft used in the by-pass was long enough to reduce by approximately 15mm and redo the anastomosis. Corolene 5.0 sutures from peters were used at the anastomosis site. The patient is ok.